Manufacturer narrative:
The catheter has been evaluated and a punctured hole was found at 5.4 cm from the distal tip. Results - catheter lumen. (B)(4).

Event description:
It was reported that while trying to position the catheter into the nidus of an avm, it was noted that the guidewire perforated through the catheter. The system was removed from the pt and a new catheter and guidewire were used to finish case. No pt injury reported.